Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 035 dilatation catheter returned for evaluation. Upon visual inspection, it was noted the device was returned in two segments. Segment 1 consist of balloon and catheter, and kink was noted on the segment 1. The balloon appeared to be clean and uninflated. Segment 2 consist of the remaining proximal portion of the catheter and inflation hub. Due to the condition of the sample such as the break, no further testing could be performed. One photo was provided and reviewed. The photo shows the ultraverse 035 device. The kink was noted on the catheter shaft near to the proximal. The proximal end of catheter with hubs were noted to be detached and it's not visible in the provided photo. The labeling details in the photo matches with the information available in the trackwise. No other anomalies were noted. Therefore, the investigation is confirmed for the reported material deformation as a kink was noted on the catheter shaft. Also, the investigation is confirmed for the identified detachment as the device was returned in two segments. A definitive root cause for the reported material deformation and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the ultraverse 035 pta balloon catheter allegedly had a crease. The procedure was completed using another device. There was no patient contact.